Event description:
It was reported to tyco healthcare/kendall on dec. 17, 2007 that a customer had a problem with a dialysis catheter. Customer states: "the triple lumen catheter was too flimsy and collapsed right when it was inserted in the pt, catheter should have been much firmer. The catheter was replaced immediately in order for the pt to receive dialysis.

Manufacturer narrative:
Requested further info from the sales rep. Who stated: "I met the dr. In the hospital and during a conversation he mentioned that he placed a flimsy catheter in the ICU and when they tried to dialysis at the in pt dialysis unit, the catheter collapsed so they went back to the ICU and inserted new catheter. When I asked sales rep. If the second insertion was done in at the same time of the first one, i.e.. Same procedure he replied: I am not sure, I think they were three weeks apart. When asked what kind of catheter was inserted, he replied that he did not know. I then tried to get in touch with the dr. I was told he does not work there, I was referred to a different office and was told that the dr. Would not be in until the end of the month of jan. 2008.